Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder and pump replaced due to a tear in the right cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned components were thoroughly analyzed. The returned cylinder was visually and microscopically inspected and leak tested. The outer tube of the cylinder was detached. And broken fabric threads were found in the distal cylinder. A large hole, consistent with explant, was found in the inner tube. The pump was visually and microscopically examined, and leak tested. Microscopic examination identified pump contamination. The pump was not functionally tested due to this contamination. Product analysis did not confirm the tear observed clinically and could not confirm the cause of the reported device issue.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder and pump replaced due to a tear in the right cylinder. No patient complications were reported.